Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector was broken. Ventricular connector was pushed into the case. Analysis also found the hanger assembly was contaminated.

Event description:
It was reported the ventricular connector snapped off. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.